Manufacturer narrative:
(B)(4).batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic radical resection of esophageal carcinoma surgery, could not fire when severing esophageal tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. D4: batch # u5d63u. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer was present and uncut, all staples were present and protruding inside the pockets. It appears that an attempt was made to fire the device. The returned device was tested for functionality and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. An inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.